Event description:
(B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Manufacturer narrative:
The purpose of this submission is solely to provide a correction of awareness date included in describe event or problem section.  This is based on the result of an internal review noting the report was incorrectly submitted stating awareness date of the distributor not getinge employee. Event: previous describe event or problem: on (B)(6) 2019 maquet sas became aware of the issue with one of surgical lights - alm light. As it was stated, the two screws of main tube were broken and this may lead to the detachment of the configuration. There was no injury reported however we decided to report the issue based on the potential. Corrected describe event or problem : on (B)(6) 2019 getinge became aware of the issue with one of surgical lights - alm light. As it was stated, the two screws of main tube were broken and this may lead to the detachment of the configuration. There was no injury reported however we decided to report the issue based on the potential.

Event description:
On (B)(6) 2019 getinge became aware of the issue with one of surgical lights - alm light. As it was stated, the two screws of main tube were broken and this may lead to the detachment of the configuration. There was no injury reported however we decided to report the issue based on the potential.

Manufacturer narrative:
The issue is still being investigated by the manufacturing site.

Event description:
Manufacturer reference nimber ot249703.

Manufacturer narrative:
Getinge received a customer product complaint with allegation about the light head of the alm prismalix device which fell down. There was no injury reported however we decided to report the issue based on the potential as such detachment may lead to serious injury for the patient or operator. It was established that when the event occurred, the surgical light did not meet its specification as a broken screw was found on the device, therefore there was an technical deficiency and it contributed to event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Broken screws are indicated by our product experts to be likely caused by fatigue stress due to moderate shear overload. The conclusions of the investigation are therefore pointing to the most probable root cause as incorrect maintenance of the device. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: 249703.

Manufacturer narrative:
The issue is still being investigated by manufacturing site. We are aware that this is past the 30 day deadline for reporting. The service unit forwarded the information to the manufacturer regarding the issue with a delay. We have reminded them to review FDA reporting guidelines in order to prevent this from happening again. Other text : device not returned to manufacturer.

Event description:
On (B)(6), 2019 maquet sas became aware of the issue with one of surgical lights - alm light. As it was stated, the two screws of main tube were broken and this may lead to the detachment of the configuration. There was no injury reported however we decided to report the issue based on the potential.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).